Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation from the lifevest garment. The irritation was described as itchy, red lines underneath the garment. There was no alleged device malfunction contributing to the irritation. The patient followed up with a pharmacist who recommended lubriderm and zeasorb for the skin irritation. It was reported that the skin irritation is improving.